Manufacturer narrative:
No specific sample and system details were provided. The patient sample was sent to customer product line support (cpls) for additional testing. Cpls investigation summary: sample was first tested neat for (B)(6) after centrifugation to confirm the customer result. Sample was then analyzed for alternative testing (western blot) on (B)(6) igm. Cpls could not reproduce customer reactive results. Investigation tends to show that sample is not reactive for (B)(6) igm per IFU (instruction for use): "[...] Results approximately 20% lower than the "cut-off value" should be prudently interpreted and confirmed by testing a new specimen 10 to 20 days later." Also, "the detection of (B)(6) specific igm is generally indicative of a recent infection or re-activation, however individuals exhibiting persistent igm responses have also been observed. Diagnosis of a recent infection can only be established on the basis of a combination of clinical and serological criteria. The result of a single igm test does not provide sufficient evidence to support the diagnosis of recent infection." "(B)(6) infection has been reported to cause false positive results in certain commercial (B)(6) igm assays. Proposed explanations include antibody cross-reactivity, (B)(6) infection or (B)(6) induced stimulation of quiescent (B)(6) antibodies. Since the symptoms produced by these viruses are often indistinguishable, it is recommended that additional assessments be conducted to establish the correct diagnosis, especially for sensitive patient populations." Service was not dispatched for this event.

Event description:
A customer contacted beckman coulter inc., (bec) to report obtaining a reproducible (B)(6) result from unicel dxl 600 access immunoassay system for one patient sample that was discordant to an alternate methodology. The result was reported out of the lab. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.